Manufacturer narrative:
9/8/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered h3 and h6. Upon evaluation it was noted that the firing handle was damaged however, the cause for this condition could not be reliably determined as the subject staple cartridge was not returned for evaluation.

Event description:
The device was used during a tah-vso procedure. Reportedly, the instrument did not fire. The hosp has reported no pt injury occurred.